Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, fei (B)(4), has committed to remediating 3 years of complaints ((B)(4)). This MDR is being submitted as part of that remediation. The device was unable to be located at the time of this evaluation. Analysis completed on 09/24/2018 by (B)(6). This complaint has been added to CAPA (B)(4). Design-related issues: the design of this special truliant drill stop has been in the field since 2017. Exactech is not aware of any other complaint reports regarding the standard 14mm truliant drill stops (catalog #: 02-029-22-1200 or 02-029-22-0310). The failure of this instrument appears to be directly related to the feature that made this a special instrument and different from the parent/predicate instrument. CAPA (B)(4) was initiated to ensure that special instruments are designed and manufactured after sufficient design control activities are completed and documented. The special instrument sop is being updated as part of the CAPA to improve the connection between inputs, predicate devices, risk assessment, and post-market feedback. Mfg-related issues: this breakage appears to be related to the design of the special instrument. A review of the risk management report (rmr) was conducted to ensure the risk was included and the occurrence is below the threshold. The rmr for the standard truliant pilot drill guides, 750-2014-006-rmr-instruments rev c, was reviewed. The risk is captured in line 17. Corrective actions will be determined based on the outcome of future investigations as a result of the CAPA. The broken instrument reported in (B)(4) was likely the result of the design of the instrument. CAPA (B)(4) has been initiated to ensure that special instruments are designed and manufactured after sufficient design control activities are completed and documented. IFU (B)(4): instrument inspection · visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. · check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. · if damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: (1) appropriate reading of the literature, and (2) training in the operative skills and techniques required for surgery, and (3) reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues. The part was used during surgery, "just punched down a little further than the setting". The broken instrument reported was likely the result of the design of the instrument. CAPA (B)(4) has been initiated to ensure that special instruments are designed and manufactured after sufficient design control activities are completed and documented.

Event description:
It was reported from the us that during an orthopedic surgery the surgeon experienced an issue with the drill guide bushing. The drill stop does not hold position when reaming down through the drill/punch guide. The part was used during surgery, it just punched down a little further than the setting. No delays and no adverse effects to patients. Agent was present at the surgery. No additional information has been provided by the contacts related to this event following multiple attempts.